Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked the analyzer and did not find any issues. It was noted the customer appeared to not be cleaning the sipper nozzle as required. The investigation did not identify a specific cause of the event.

Event description:
There as an allegation of questionable elecsys ft3 iii results for one patient sample from the cobas e411 rack analyzer. The initial result was 32.55 pg/ml with a data flag. The repeat results were 2.73 and 2.1 pg/ml.